Event description:
Reporter alleged that the family attempted to test the customer on the active s meter and only got an error message. Reporter stated that the next day, the customer had difficulty breathing, the emts were called and she was taken to the hospital. Reporter stated that the customer was treated with d50 and an IV of d10. Reporter stated that on a separate day, the customer had a similar incident. Reporter stated that she attempted to test the customer on the same active s system the day prior to her going to the hospital. Reporter stated she had gotten an error message on the system and that the customer was taken to the hospital because they thought she was having a stroke. Reporter stated that the hospital obtained a 40 mg/dl result on their system and treated the customer with a d50 drip. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.